Event description:
During pt use, a 'switched to backup battery' alarm occurred when the ac cable was removed. Then the pt was ambu bagged and switched another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Though requested, no add'l pt info was provided.